Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 400 mg/dl. He rested immediately and rec'd a readcing of 107 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.